Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the patient¿s left ventricular lead exhibited a lack of capture. Chest x-ray confirmed that the lead was dislodged. The lead was capped on (B)(6) 2019 and replaced with a new left ventricular lead. The patient was stable.